Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump warmed up to the touch and had an unexpected battery depletion (approximately 20 minutes), low battery alarms, and an unexpected battery power loss during testing. The pump also alarmed battery failed while connecting to the battery simulator due to high current draw and failed the active current and sleep current measurement test, fault isolated to the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the after inserting battery insulin pump heating up at battery compartment. The customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.